Event description:
The manufacturer received the device for the two year yearly service under contract for service and evaluation. During the evaluation, the device failed obm cal and the obm pca/board was replaced. The device passed all tests and sent back to the customer.